Manufacturer narrative:
Approximate age of device - 2 years, 5 months. The device was received for investigation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a red heart alarm on her system controller once and then it stopped. The system controller was exchanged at that time. The patient reportedly had no symptoms but her lactate dehydrogenase level was rising and her international normalized ratio was out of range. The pump was explanted a few days later due to cardiac recovery. No additional information was provided.

Manufacturer narrative:
The report of a red heart alarm could not be confirmed during the evaluation of the returned device. The log file retrieved from the returned system controller did not capture any events which would have resulted in red heart alarms. No events were captured on the reported event date of (B)(6) 2014. The returned system controller was functionally tested using the manufacturer's laboratory equipment and supported a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. No red heart alarms nor any other atypical alarms or events were reproduced during testing of the returned system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.